Manufacturer narrative:
(B)(4). Date of event: publication year of 2018. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : effect of antiplatelet therapy on surgical blood loss and post-pancreatectomy hemorrhage in patients undergoing pancreaticoduodenectomy. Author : takahisa fujikawa, hiroshi kawamoto, akira tanaka. Citation: journal of ghr (2018); 7(2): 2561-2568. Doi: 10.17554/j.issn.2224-3992.2018.07.753. The aim of this study is to review consecutive 100 patients undergoing pancreaticoduodenectomy (pd) and to assess the safety and feasibility of pd in thromboembolic risk patients receiving antiplatelet therapy (apt). This retrospective cohort study involves 100 consecutive patients (67 male and 33 female; median age: 73 years; age range: 37-86 years) receiving pd between march 2005 and april 2016. The patients were divided into 2 groups; in the apt group, 31 patients (22 male and 9 female; median age: 73 years; age range: 60-84 years) received antiplatelet therapy (apt) and in the non-apt group, 69 patients (45 male and 24 female; median age: 73 years; age range: 37-86 years) did not received antiplatelet therapy (apt). For both groups, a modified pinch-burn-cut (pbc) technique (the technique from living-donor liver transplantation) was used in combination with ultrasonically activated shears with a curved thin tip (harmonic focus®, ethicon) during pd to minimize surgical blood loss and this modality was also useful even under continuation of preoperative aspirin monotherapy. Reported complication in the apt group included increased surgical blood loss (>=1000 ml) (n-1), postoperative pancreatic fistula (popf) (n-6), deep surgical site infection (ssi) (n-4), anastomotic/bile leak (n-1), and bleeding complication/post-pancreatectomy hemorrhage (pph) (n-4). Reported complication in the non-apt group included increased surgical blood loss (>=1000 ml) (n-10), postoperative pancreatic fistula (popf) (n-12), deep surgical site infection (ssi) (n-7), anastomotic/bile leak (n-4), delayed gastric emptying (dge) (n-4), small bowel obstruction (n-1), and bleeding complication/ post-pancreatectomy hemorrhage (pph) (n-2). In conclusion, this procedure was safely performed even in antiplatelet-burdened patients with arterial thromboembolic risks without any increase of surgical blood loss or pph, although this challenging group should be managed carefully to prevent severe postoperative complications.